Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s current blood glucose was over 401 mg/dl. Customer reported that was normally not over 130 mg/dl they have been going up all week and has been using (B)(6) as back up even at work yesterday blood glucose was in 300 mg/dl range. Customer has treated with shots and pump. Customer reported that this happened back in march and she reported that as well but she had to take (B)(6) then also. The customer experienced symptoms such as pain in her back. Customer treated for high blood glucose with syringes. Customer reported that yesterday blood glucose was in 120 mg/dl range all day then this morning when she woke up blood glucose was over 400 m/dl. Customer declined troubleshoot for high blood glucose. The pump will not be returned for analysis.